Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. At 12:53pm, because the infusion pump alarmed for 'downstream occlusion', the infusion was stopped. The main line was checked for kinks and there were none. The line was disconnected from t-connector, to flush the IV in right ac (an intravenous line in the right antecubital fossa), and medication (renflexis) sprayed the nurse's left forearm, the patient's glasses and shirt as if there was backflow. Upon flushing the IV, the patient stated that he felt pain and the nurse not able to get blood return. The IV was discontinued, no swelling or redness noted, and warm packs were applied. A new IV was placed, via us (ultrasound guidance), in left forearm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used. List #a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer; lot #14175775. No visual damages or anomalies were observed. The reported complaint of an occlusion could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.